Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of (B)(4). The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. (B)(4) was chosen to capture the event of buried bumper syndrome. Buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in turkey underwent a procedure for the re-placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020 it was reported that during an endoscopy to change the patient's peg-j on an unknown date, buried bumper syndrome was observed. Peg-j was removed. Patient was recovered on (B)(6) 2020.